Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon elongated and she had to use her fingers to dig out the tampon. She went to her gynecologist for her yearly exam and upon vaginal exam the doctor found a small piece of tampon. She was diagnosed with a bacterial vaginal infection and placed on antibiotics. She experienced unusual mild vaginal odor and discharge. A few weeks later she had a follow up appointment and another piece of tampon was found inside her. She was placed on a stronger antibiotic at that time. She followed up with her gynecologist again and the vaginal bacterial infection had cleared and her symptoms resolved.